Event description:
It was reported that the patient expired due to biventricular systolic congestive heart failure on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct relationship between the device and the reported biventricular systolic congestive heart failure could not be conclusively determined through this investigation. It was reported through the patient outcome, the patient passed away due to biventricular systolic congestive heart failure on (B)(6) 2020. No additional information was provided. No product is available for investigation. Additional information was requested but not provided. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.